Manufacturer narrative:
The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: diagnosis of alcl. Pathological markers are not reported, so the diagnosis of alcl is not confirmed.

Event description:
Physician reports a diagnosis of alcl; pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed.

Event description:
Physician reports late seroma and alcl; pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. The device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to late seroma.

Event description:
Physician reports a left side late seroma. Device status unknown.